Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: hg2pt4d11, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: hg2pt4d11, ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 500mcg/ml baclofen at 1.7mcg/day via an implantable infusion pump for non- malignant pain. It was reported that the patient had an epidural headache for a month due to the implant of the catheter. The patient reported that they could not get out of bed and they would stand up and vomit. They were in the hospital for 3 days, and was not allowed to stand up for those 3 days. The headaches lingered after the hospital stay for a month. The patient would feel pain during this time as well. They patient reported they couldn¿t do anything and even getting up to go pee was ,"profanity." It was reported that the situation was resolved and no further complications were reported.